Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that when an asymptomatic patient presented in the operating room for normal device change-out, externalized conductors were observed via fluoroscopy. No electrical anomalies were detected. The lead was explanted and replaced. The patient was in stable condition post-procedure.

Manufacturer narrative:
Evaluation description: a partial lead was returned for two segments for analysis. Internal insulation abrasion was noted at 28.7-29.6cm, 30.1-30.6cm, and 30.7-31.7cm from the distal tip. The etfe coating was intact at these locations.